Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching and a rash at the pod infusion site. The patient reports seeking medical treatment. The patient reports they were diagnosed with contact dermatitis. The patient was prescribed diphenhydramine (25 mg) as well as hydrocortisone cream (2.5%).